Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump is not working. Caller stated that the pump does not turn on and customer has tried a different battery. Customer cleaned the battery cap but the pump is still not working. Customer was unable to troubleshoot because she is in (B)(6).

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.